Manufacturer narrative:
The pod was received fully deployed with evidence of blood on the adhesive pad and in the soft cannula. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. Investigation of the returned device found the exposed portion of the soft cannula to be damaged. The exact cause and timing of the cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) level reached 18.3 mmol/l (329 mg/dl), while wearing the pod between 4 and 24 hours. They reported the pod site (hip/buttocks) and the cannula were full of blood. Additionally, they reported the patient exercised and drank water in an attempt to lower bg levels, but it did not help and they had to remove the pod. The patient was able to resume treatment with a new pod.